Event description:
Urological pt cystoscope; balloon dilatation with guide wire, self-dilating ureteroscope; flexible ureteroscope using ehl with 2.4 probe. Re-inserted self-dilatating ureterscope. Upon removal, the ureter appeared to be adhered to ureteroscope. Exploratory lap done, surgery performed, left nephro-ureterectomy. "Ureteroscopic evaluation of left ureter."